Event description:
It was reported during a diagnostic colonoscopy procedure the physician stated the colonovideoscope felt like a wet noodle and would not flex when the control knobs were turned. The physician was having difficulty with the colonovideoscope and the device was switched out. When the physician went in with the second colonovideoscope, he realized he had possibly perforated the colon. At that time the procedure was cancelled. An x-ray confirmed the perforation, and the patient was taken to the operating room (or) and repair was done. Additional information regarding the details of the perforation and patient condition was requested, however no further information was provided at the time of this report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer. The doctor indicated the patient's current condition was fine and the doctor did not feel the colonovideoscope contributed to the perforation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. This event was initially reported as a serious injury; however, upon further follow-up, the customer confirmed that the olympus device did not contribute to the patient perforation. The following fields have been updated: b1, b2, b5, h1, and h6.